Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. Details of surgery: immediate extraction site. On 2023-11-07, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.